Manufacturer narrative:
All available information was investigated, and the reported leaking valve was confirmed via device analysis. Additionally, it was observed that the sgc hemostasis silicone valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and returned device analysis, the observed torn valve was likely a result of procedural circumstances. The reported leaking valve is due to the observed torn valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, while the triclip was inserted into the patient femoral vein to access the right atrium. While removing the dilator from the triclip steerable guide catheter (tsgc) it was noticed that air was entering the tsgc. The tsgc and the dilator was removed from the femoral vein and the tsgc was prepared per IFU. Troubleshooting was performed by preparing the device 2 time, but this was unsuccessful and air continued to enter into the tsgc. A new tsgc was selected and prepared, a triclip was implanted successfully. The final tr was grade 1. There were no adverse patient effect or clinically significant delays reported.